Manufacturer narrative:
The customer returned the clv-190 light source to olympus for evaluation. The user complaint was not confirmed. A visual inspection was performed on the returned device and no physical anomalies or irregularities were observed. The pump air pressure and activation were tested using a laboratory air pressure gauge. The air pump was toggled between on and standby, and functioned as intended. An air pump pressure check was performed and the device passed all olympus specifications. Based on the evaluation, the device passed the air pressure pump test. The low, medium and high modes measured within olympus specifications. Pump is working and fully functional. The exact cause of the reported event could not be determined. The clv-190 instruction manual warns users in section 5.9 ¿air/water feeding.¿ ¿over-insufflating the lumen may cause patient pain, injury, bleeding, gas embolism, and/or perforation.¿

Event description:
Olympus was informed that during three different post op evaluations, three patients experienced abdominal pain and gas due to over-inflation from the device. The user facility reported that the device had a continuous air flow, while the air function was set to standby. The patients did not require any additional treatment or hospitalization. The patients were discharged home in stable condition. In addition, it was reported that during the procedure the user facility¿s technician was able to confirm a continuous air flow after the ucr (insufflator) was powered off and the water bottle was disconnected from the side of the scope. This is 2 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to gct.